Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing were seen via merlin. Programming changes were discussed, and the decision was made to make the programming changes next time the patient come into clinic. It is unknown when the patient will be scheduled to come to the clinic.